Event description:
During a coronary drug eluting stenting treatment procedure, the stent was found to be damaged. The taxus express2 3.0x12mm drug eluting stent had a samll burr coming off of it. They were unable to cross the lesion in the right coronary artery. The physician then predilated with a powersail balloon and successfully completed the procedure with a different stent. No pt complications were reported. Pt status is satisfactory.